Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced difficult operation or not working/functioning and product damage with the device still considered operable. It has not been specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: material no: 320122 batch no: 9114908. Verbatim: first email sent asking consumer to call in regarding product complaint. Emailed received regarding product complaint. Email received¿2019-12-27 09:14:58. Hello, I'm not sure how this made it through your quality control but I am very upset about it and would like to know how this will be prevented in the future. I am very thankful that I noticed the defect before attempting to inject myself. I would also like to have something done in order to compensate for the bad batch of pen needles that I have now. Consumer sent second email providing product info with the exception of item number. He provided address and phone number but requested to communicate via email. Product name: bd sterile needle 0.23mm x 4mm 32g x 5/32". Lot: 9114908. Reason for email: already stated earlier, received a severely damaged pen needle, thankfully noticed poor quality before injected. I fortunately noticed before I attempted to inject. I do not have any samples to send in to you. The last six digits of the ndc number is 320122.

Manufacturer narrative:
H.6 investigation: customer returned photos of a 4mm, 32g pen needle attached to a pen with the tear drop label. Customer states that the needle is damaged. The attached photos were examined and exhibited a bent patient end of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time. H3 other text : see h.10

Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced difficult operation or not working/functioning and product damage with the device still considered operable. It has not been specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: material no: 320122. Batch no: 9114908. Verbatim: first email sent asking consumer to call in regarding product complaint. Emailed received regarding product complaint. Email received¿(B)(6) 2019 09:14:58 hello, I'm not sure how this made it through your quality control but I am very upset about it and would like to know how this will be prevented in the future. I am very thankful that I noticed the defect before attempting to inject myself. I would also like to have something done in order to compensate for the bad batch of pen needles that I have now... Consumer sent second email providing product info with the exception of item number. He provided address and phone number but requested to communicate via email. Product name: bd sterile needle 0.23mm x 4mm 32g x 5/32" lot: 9114908 reason for email: already stated earlier, received a severely damaged pen needle, thankfully noticed poor quality before injected. I fortunately noticed before I attempted to inject... I do not have any samples to send in to you. The last six digits of the ndc number is (B)(4).

Manufacturer narrative:
H.6 investigation: a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. H3 other text : see h.10

Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced difficult operation or not working/functioning and product damage with the device still considered operable. It has not been specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: material no: 320122. Batch no: 9114908. Verbatim: first email sent asking consumer to call in regarding product complaint. Emailed received regarding product complaint. Email received¿(B)(6) 2019 09:14:58. Hello, I'm not sure how this made it through your quality control but I am very upset about it and would like to know how this will be prevented in the future. I am very thankful that I noticed the defect before attempting to inject myself. I would also like to have something done in order to compensate for the bad batch of pen needles that I have now... Consumer sent second email providing product info with the exception of item number. He provided address and phone number but requested to communicate via email. Product name: bd sterile needle 0.23mm x 4mm 32g x 5/32" lot: 9114908 reason for email: already stated earlier, received a severely damaged pen needle, thankfully noticed poor quality before injected. I fortunately noticed before I attempted to inject... I do not have any samples to send in to you. The last six digits of the ndc number is 320122.